Event description:
It was reported that (2) ems were used during a unknown procedure. It was reported by the affiliate that the staples would not deliver. Opened another device to complete the case. No adverse pt outcome.